Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified. No failure was identified with the different issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
Received information regarding a cartridge alarm 1 during basal delivery. Customer&#38112;blood glucose level was not impacted. The customer was able to load a new cartridge successfully.